Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that after two xience v stents (2.75 x 28 mm & 3.0 x 28 mm) were implanted in the right coronary artery (rca), the pt presented to the emergency room with symptoms of angina, nausea, vomiting, shortness of breath and diarrhea. Then, approximately ten days later, the pt was admitted to the hosp with chest pain and associated shortness of breath. An angiography revealed in-stent restenosis as well as additional stenosis in the distal rca, which required additional stenting. No additional event or pt info is available.

Manufacturer narrative:
The second xience v 3.0 x 28 mm is being filed under the same MFR #. Angina, nausea, vomiting, diarrhea, and restenosis are known risks of coronary stenting and are listed in the IFU as potential adverse events. These pt effects along with dyspnea and hospitalization, are listed in the risk assessment and are not necessarily an indication of a product quality deficiency. No malfunction was reported. It is possible that the reported angina, nausea, vomiting, diarrhea, and dyspnea are secondary effects of the restenosis which was treated with additional stents, requiring hospitalization.